Manufacturer narrative:
Updated fields - b4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d10. It was reported that the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. - the complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. This call was taken by (B)(6). The only information available for this report is that stewart called from the ccu with a gas loss alarm. The patient was very sick patient that was ventilated with a peep of 12 and going in and out of a-fib. Product surveillance information was taken for both the pump and the balloon by michelle lemmond. There are no other details available related to the call.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.